Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to the prosthesis exhibited fluid loss. All components were removed and replaced. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis underwent a thorough analysis. The reservoir was visually and microscopically examined, leak and functionally tested. The reservoir shell had a leak from wear at a fold. The cylinders were visually and microscopically examined, leak and functionally tested. Both cylinders had wear at a fold on the cylinder bodies, no leaks were found. The pump was visually and microscopically examined, leak and functionally tested. No leaks were found; however, the pump did not pass activation tests. Based on the information available and analysis results, the leak identified in the reservoir shell could have caused or contributed to the reported clinical observation of fluid loss.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to the prosthesis exhibited fluid loss. All components were removed and replaced. There were no patient complications.